Manufacturer narrative:
Reporting entity and manufacturing site for device corrected.

Event description:
It was reported that the scale was inaccurate. Upon evaluation, no defect was found with the unit. Rather, it was found that the scale had not been zeroed properly.

Event description:
It was reported that the scale was inaccurate. Upon evaluation, no defect was found with the unit. Rather, it was found that the scale had not been zeroed properly.

Event description:
It was reported that the scale was inaccurate. Upon evaluation, no defect was found with the unit. Rather, it was found that the scale had not been zeroed properly.